Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test, self test, sleep current measurement and active current measurement. All currents within spec range. The pump was monitored for several hours and no unexpected power loss alarm noted during testing. However, power management tool confirmed power error detected due to connector resistance issue.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm and low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.